Event description:
It was reported that in (B)(6) the patient was experiencing pain. X-rays were done. The catheter had migrated/dislodged. A catheter revision was scheduled for (B)(6) 2013. The patient status was reported as ¿alive - no injury.¿ the pump was delivering sufentanyl and bupivacaine. It was later reported that the revision was postponed until (B)(6) 2013. It was later reported that the patient¿s surgery was canceled and had not yet been rescheduled. It was later reported that the revision took place on (B)(6) 2013. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received and it was reported that the patient was discharged to home on (B)(6) 2013 and was ¿reported to be better¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Additional information was received and it was reported that "the catheter was replaced about 4 weeks ago and 7 weeks before that it also had to be replaced, so I had to have it replaced twice". [It was unclear if the patient meant that the catheter in this file dislodged twice and was revised twice or if she was speaking of a catheter replacement that had been done prior to the implant of her current catheter which was greater than 11 weeks ago-see manufacturer's report #3007566237-2013-02097 for the replacement of the prior catheter.] It was also reported that the patient had a change in therapy effect. The patient had a left hip injury and had bad pain in her left hip; "before the medication would go down my left hip and it would be great, now it's going into my right hip even when I was lying down for 20 minutes on my left side like the doctor told me to". This had started about 3 weeks ago and the doctor had instructed her to do this. Additional information was received from the hcp (healthcare provider) and it was reported that the cause of the patient's hip pain was the displaced intrathecal catheter. The distal/spinal catheter had dislodged from the spine. The spinal segment of the catheter was revised with a revision kit.